Event description:
It was reported that balloon leak occurred. The target lesions were located in left superior vena cava and bifurcation of the left subclavian artery. After placing a guide wire, a 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation, it was noticed that the pressure pump could not be pressed and the balloon was deformed under the ray. The device was removed and noted that the balloon was leaking. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.